Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results that one sc45a device was returned in good visual condition and with no reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device could not be fired at the second firing. Another device was used to complete the case. There were no adverse consequences for the patient. The nurse commented that the staple retaining cap was removed before the device was loaded into the jaw.